Event description:
It was reported that the cot dropped at the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot dropped at the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit was not replaced, the unit was repaired and returned.

Manufacturer narrative:
The customer received a replacement unit.